Event description:
The customer reported observing pack monitoring errors for br monitor, dehydroepiandrosterone sulfate (dheas), estradiol and gi monitor on their unicel dxl800 access immunoassay system. No patient results were generated in connection to this event and hence there was no death, serious injury or modification to patient treatment associated with this event. This report represents the issues surrounding the dheas reagent. As part of issue troubleshooting, the beckman coulter inc representative advised the customer to remove the reagent pack and load it onto another instrument to see if the instrument 'acknowledged' the reagent pack serial number. The alternate instrument acknowledged this specific reagent pack and indicated a "used" test count for the pack. This confirmed that the reagent pack have been previously loaded and utilized on the alternate instrument, and hence pack sharing had occurred. Beckman coulter inc labeling indicates that pack sharing should not occur.

Manufacturer narrative:
Beckman coulter inc service was not dispatched to the site for this event. Through beckman coulter inc troubleshooting, it was identified that user error, in the form of pack sharing, had occurred. (B)(4). A previous beckman coulter inc customer notification had been issued in relation to this issue. Mdrs associated with this event: 2122870-2012-00868, 2122870-2012-00869, 2122870-2012-00870, 2122870-2012-00871.